Event description:
Additional information received indicated that programming changes were made and the patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing. No interventions were made. There was no patient consequences.